Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips remote service engineer (rse) communicated with the customer and found that the problem was with wired foot switch. On further investigation, the rse confirmed that the reported issue was caused by user error. The customer did not do the coupling of the injector. The customer followed rse's suggestion to do the coupling of the injector. The rse monitored and analyzed the failure and the failure didn't reproduced. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the footswitch was not working. No harm has been reported to philips. Philips has started an investigation of this complaint.